Event description:
It was reported that the patient presented to the emergency department having received inappropriate therapy. High, out of range, high voltage lead impedance was noted. The lead was capped and replaced. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.